Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (initial reporter name).

Manufacturer narrative:
Due to character limitation (e1) event site full name: (B)(6). Event site full address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) made abnormal sounds during use, but no personal injury was caused.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: e1(event site telephone). A getinge field service engineer (fse) was dispatched the sound was being caused by the muffler detaching and the positive pressure diaphragm rupturing. A 5000 hr kit was required for replaced and a price was quoted to customer. On september twentieth, twenty twenty-five the customer indicated that they would not be repairing the machine for the time being. If more information is received in regard to the repair of the machine this record will be reopened and updated accordingly.

Event description:
It was reported that during use reported by customer the cs100 intra aortic balloon pump (iabp) was making an unusual sound. There was no harm or injury reported.